Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
The customer from (B)(6) reported that he was experiencing symptoms of hypoglycemia such as tachycardia, sweating and shivering. The customer checked his blood glucose on the contour next one meter and received a result of 2.6 mmol/l. The customer consumed glucose but still felt unwell. The customer attempted to retest his blood glucose and received a dead battery message via the connected contour diabetes app, despite there being no low battery warning on the meter. The contour next one meter then switched off and the customer was unable to perform any further blood glucose tests. The customer contacted the emergency services who obtained a result of 1.4 mmol/l on their monitoring system. The paramedics administered a glucose injection to the customer after which he recovered well. The customer was advised to return the device for evaluation. Replacement meter kits and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, a device history record was reviewed for the suspected contour next one meter and no manufacturing anomalies were found. Section h4 has been updated with the device manufacture date.